Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a symptom of faulty paddles while in use on a patient. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a symptom of faulty paddles while in use on a patient. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Multiple requests were made for additional patient/procedure information, however, no additional details were received. Multiple requests were made for evaluation information, however, no additional details were received. Multiple requests were made for resolution information, however, no additional details were received. No conclusion can be drawn.

Manufacturer narrative:
Patient details were requested but not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.